Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was unable to be duplicated. A "service required" code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. The unit was calibrated and confirmed to be operating properly.